Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 3 was not opening. A technical support specialist confirmed issue with device not opening was resolved after contacting user and confirming that the patient-specific formulary item was not appearing because the med ID (identification number) was not loaded. Inventory count also did not list tower door 3, and an inventory report confirmed the med-ID was missing. User was instructed to assign and load the med-ID into tower door 3 pocket 1, after which user successfully accessed the medication and the door opened correctly. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door 3 was not opening where all the patient specific medications were stored. The customer stated that this malfunction occurred while a nurse was trying to get a patient specific medication and the nurse managed to get the medication from the pharmacy which caused approximately one hour of delay of to the patient care. There were no adverse events or injuries reported based on this event.